Manufacturer narrative:
The waa connectivity and antenna failure questionnaire was reviewed for potential causes of the reported issue. Based on this review, the transmitter antenna caused redness. A portion of the antenna was in contact with the patient's skin which is not compliant with the IFU. The stimulator is used to treat pain. The cause of the reported issue is non-compliance to the IFU as a portion of the antenna was in contact with the patient's skin (user error - patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in issues waa connectivity and antenna failure issues. Waa connectivity and antenna failure issues remain acceptably low; thus, a CAPA is not required at this time. Waa connectivity and antenna failure issues will continue to be tracked and trended.

Event description:
The patient reported a rash under their antenna while wearing their wearable. The patient placed a barrier between the wearable and their skin, and the rash went away.